Event description:
Pre-dilation was conducted with a voyager balloon, unknown size and pressure, and cypher (3.5/18mm) was delivered to the target lesion. While inflating the balloon at the target lesion, the pressure stopped increasing at around 3 approx 6atm. Physician confirmed withdrawal of blood into the stent delivery system (sds). The sds was retrieved from the patient. The stent was implanted and no post-dilation was necessary. Because there was a good flow observed by ivus and coronary angiography, the procedure was finished. After the procedure, physician found a pinhole on the balloon. There was no reported patient injury. The patient was a male but the age unknown. The target lesion was the proximal right coronary artery and the vessel was an instent restenosis (product unknown), highly calcified and highly tortuous. There was 99% stenosis.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.